Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 9450851: manufacturing date: 23/mar/2020. Expiration date: 22/mar/2025. Lot 9400444 : manufacturing date: 18/nov/2019. Expiration date: 16/nov/2024. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 240cc and experienced capsular contracture baker grade iii/IV (side unknown) post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The device information for both implants was provided, but it is unknown which is the impacted product: left catalog number smpx240, left serial number (B)(4), right number catalog smpx240, right serial number (B)(4).

Manufacturer narrative:
On dec 13 2021, additional information was received indicating the capsular contracture occurred on the right side. The device information has been appropriately populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jan 5 2022, additional information was received indicating the patient experienced bilateral ptosis. The patient underwent surgical intervention on (B)(6) 2021, during which the devices were removed and reinserted back into the patient. Removal and reinsertion of the breast implants is an off label use of the devices per the IFU. This report is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).